Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that the catheter was in the "subacute" space, which was diagnosed via a dye study by the managing physician. No patient symptoms were reported. The catheter was replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The catheter had been discarded by the physician and would not be returned. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Supplemental correction submitted to include concomitant product relevant to this event. If information is provided in the future, a supplemental report will be issued.